Event description:
It was reported that a skin infection causing a rash, redness and feeling hot had occurred at the pod infusion site (leg). The patient removed the pod from the insertion site before going to the doctor. Once at their doctors office the patient was diagnosed with cellulitis and was prescribed antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.